Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown dose and concentration via an implantable infusion pump. The indication for use was spinal pain. It was reported that the actual reservoir volume (arv) was greater than the expected reservoir volume (erv); arv was 17 and erv was 4.1. The caller stated that the patient has had 2 adjustments since his last refill and has felt better with each one. No symptoms were reported and it was noted that a dye study was planned. No further complications have been reported as a result of this event.